Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted.  If any relevant information is obtained from that review, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:56:59. During night drain cycle four, the patient's ultrafiltration reading was 3037ml, indicating the home patient (hp) drained 2707ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.